Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had complained about the coupling level between their ins and recharger. The patient stated that the ins won't last long enough when their hcp adjusts their stimulation to a higher amplitude. The patient does not think their ins is working properly because they cannot get all 8 coupling bars. A manufacturing representative checked the patient's external recharging system and there was no visual damage or malfunction observed. The patient was charged with their recharger and another recharger, but they were only able to get two coupling squares. Antenna locate was performed, without good results. The ins was checked with a clinician programmer and was found to be at 100% charge with an average coupling of 0. The patient was advised to charge for 30 minutes daily to avoid depletion, and an x-ray will be taken to check ins position. The issue was not resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that an x-ray was taken of the ins position which found that a part of the extension was in front of the ins. It was noted that the physician suspected the cause of the poor coupling to be due to the patient trying to recharge the system when they have a lot of dyskinesias. As a result of the issues a surgery is planned on (B)(6) 2018 to put the extension behind the ins, with the event still ongoing. No further complications are anticipated.